Manufacturer narrative:
The upon and lot number are not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp on (B)(6) 2010 that an optiflex nitinol stone retrieval basket was used for a "kidney stone removal" procedure. According to the complainant, the retrieval basket would not open or close inside the pt "after being used for awhile". According to the physician, the problem was because of "damage inside the shaft or damage of the basket". The procedure was successfully completed using another optiflex nitinol stone retrieval basket. The physician indicated no additional event info is available. The pt was reported to be "stable" post procedure.